Manufacturer narrative:
Future date of explantation: (B)(6) 2022. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent primary breast augmentation with two 440cc mentor memorygel breast implants. Post-operatively, the patient suffered left breast capsular contracture (baker grade unknown). As a result, the patient has been scheduled for breast implant removal surgery on (B)(6) 2022.

Manufacturer narrative:
On (B)(6) 2022, mentor became aware that the patient's capsular contracture was baker grade ii/iii per physical examination.

Manufacturer narrative:
On january 11, 2023, mentor received additional information indicating that on (B)(6) 2022, the patient only underwent left breast open capsulotomy. The breast implant was not touched, removed, or re-implanted. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate.